Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  patient was in the hospital january 5-8 and february 12-17. The issue started january 5. The patient was having syncope. They did mris and eegs. They were not able to come up with any cardiac or neurological issue. The patient's issue is when she goes to have a bowl movement she has syncope. The first time the issue occurred she was doing pelvic floor exercises doing bridges. She would bring her butt up and squeeze. She was transported by ambulance and couldn't have a bowel movement until she got to the hospital. Patient is afraid they might have moved a lead then. The second time she was in the hospital in february she came out of the hospital and had another syncope episode at home. They tested her to rule our heart and brain. They can't find out what is causing the syncope. They ruled out vertigo ruled out. Was having ringing in ears and went to the ent. They aligned the crystals in ears. They did a vng test on ears to see if the nerve in ear was compromised and it came back negative. Had a bad episode on saturday and sunday. It was so bad she turned the stimulator off. Waiting to see if have any issues with it off. The patient wanted to know with the device if could still cause her problems by having the lead or device press on a nerve. The patient wanted to know how to tell if lead was in place and if pressing on anything. Told her they could do an x-ray. They did a heart MRI in february.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2hzh2, implanted: (B)(6)2022, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 26-jul-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.